Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. The complaint allegation was not confirmed. No evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/22/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-1898s transtibial acl disposables kit without saw blade was implanted in the patient in (B)(6) 2024 during an aclr procedure. Three months later, during a routine post-operation visit, the surgeon noticed in the x-ray a foreign body and believed to be the tip of the guide wire from the ar-1898s transtibial acl disposables kit. Per the medwatch report, the outcome attributed to the adverse event was a required intervention, other serious or important medical event. No further information was provided. Additional information requested.